Event description:
Consumer phoned consumer services div. And reported that the bulb broke in her daughter's mouth. The consumer also reported that her daughter was fine and no medical attention was sought.